Manufacturer narrative:
Follow-up #1: date of submission 08/24/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: review of the black box and download history revealed one record of unexplained power on reset on 14 june 2016 at 09:33 am. Pump function resumed on 14 june 2016 at 09:39 am. The battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 392 mg/dl with symptoms of increased thirst, nausea, vomiting, dehydration, blurred vision, and fatigue. The patient had remained on the pump at the time of the call. The reporter alleged that the pump had no power. The reporter stated that the patient changed the battery with the pump and was able to deliver a bolus for the elevated blood glucose. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of the pump not having power.